Event description:
During a laparoscopic hysterectomy, the flare detached and fell into the patient. The flare was recovered with no pt harm. A like device was used to complete the procedure.

Manufacturer narrative:
The flare was not returned with the device. The jaw insulation is cut due to the missing flare and the jaws being retracted. When blade was advanced a small piece of the flare was dislodged.